Manufacturer narrative:
(B)(4). Batch r5ah2h. Additional information received: patient demographics: -not provided. Surgical procedure performed. -gastric baypass. Reason for the surgical procedure. -bariatric surgery. What action did the hcp take to correct the problem? -it was used another cartridge. Was there a surgical delay due to the problem with the device? -no. Did the doctor consider that the delay could have caused death or serious injury or harm to the patient? If yes, explain the risk assessed by the doctor. -no. What is the current state of the patient? -discharged. The sales rep informed that the patient is fine. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned unfired with 5 double drivers missing and 2 double drivers out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a powered echelon stapler was being used and when opening a golden cartridge, it was deformed, it could not be inserted into the jaw of the stapler. He did not even take off the orange insurance (stripe).